Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause of the reported failure is wear and tear; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 04/08/2022, it was reported by a facility representative via sems that a ar-6480 dw pump stopped working. This occurred during an unknown case, with no patient effect reported. No additional information provided.